Event description:
On (B)(6) 2022, I had a breast augmentation with silicone implants put in. The brand of the implants is natrelle, by allergan. The reference number is srm-310. The sn number for the left is (B)(6). The sn number for the right is (B)(6). Approximately eight months ago I started experiencing extreme fatigue, body aches, thinning skin and hair and burning lips. My back started to hurt and so did my pelvic and abdomen. I noticed a rash develop on my chest as well. I developed severe anxiety and depression during this time. I started seeing a psychiatrist who tried putting me on different antidepressants. For now, what has worked, is alprazolam for anxiety and zolpidem for sleep. I am in bed an average of 14 hours a day. I cannot sleep and I constantly tired. I am on the couch day in and day out. My active lifestyle has come to an abrupt stop. I also have noticed that I get very hot at night and begin to sweat. I have lost 15 pounds. I have no appetite and have to force myself to eat. When I do eat, I get indigestion with severe bloating. I also have to take a lot of supplements to aid in a normal bathroom routine. Due to the intensity of the pelvic and abdominal pain, I was hospitalized (B)(6) 2026. There were no abnormal findings from the tests that were performed in the hospital. I was released on day seven since the pain had subsided some. Within the last four month, my right hip and left shoulder began to hurt immensely. The MRI results of the right hip showed moderate effusion and the MRI of the shoulder showed frozen shoulder syndrome. I see a pain specialist regularly. I have been taking tylenol with codeine #4 to help with the severe and constant pain. All of my symptoms have been recognized by thousands online as breast implant illness. I have been advised by many others who have experienced all of these symptoms to get the implants removed asap. I have surgery schedule for (B)(6) 2026 for an enbloc explant. It is imperative others know about this condition and the risks involved with breast implants. Please reach out with any questions. Thank you. Patient: 2672, 2662, 1732, 2033, 4865, 4895, 2328, 1877, 4849, 2607, 1883, 2032, 4569, 2361, 4543, 1685. Device: 2682. Ref: mw5188733.